Event description:
Caller states that a hospital staff member reportedly received the following results on the inform system within 4 minutes: 130 mg/dl, 141 mg/dl (inform system 1) and 272 mg/dl, 139 mg/dl (inform system 2) and 129 mg/dl, 161 mg/dl (inform system 3). No actions taken based on device results. No adverse event reported. Requested return of suspect device and strips, and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. (B)(4).